Manufacturer narrative:
Pr (B)(4) initial emdr submission. A follow up emdr will be submitted if additional information becomes available. (B)(4).

Event description:
Complaint regarding a defective catheter. Patient reports that the catheter is perforated. It is dripping from the catheter, not the valve. On site it is confirmed that the catheter has a small hole. Valve was changed. Pictures attached.

Event description:
Complaint regarding a defective catheter. Patient reports that the catheter is perforated. It is dripping from the catheter, not the valve. On site it is confirmed that the catheter has a small hole. Valve was changed. Pictures attached.

Manufacturer narrative:
(B)(4). Follow-up emdr for device evaluation: one photo and one sample were provided to our quality team for investigation. Through visual inspection, a small slice was observed in the tubing, therefore, the reported failure mode was confirmed. A device history review could not be completed as no batch number was provided. Based on the available information we are not able to identify a root cause at this time. We appreciate you taking the time to bring this observation to our attention. Complaints received for this device and defect will continue to be monitored by our quality team for signs of emerging trends.